Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm occlusion occurred. Additionally, inconsistent drops of insulin was not observed to be exiting out of the infusion set tubing or the cartridge tubing during the load fill tubing sequence. The customer completed a supply change to address the issue. Customer was using apidra insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the customer reverted to manual injections for insulin therapy.